Manufacturer narrative:
Results: one loose 1cc, 12.7mm syringe from reported batch# 5306824 was returned for evaluation. A visual inspection revealed that the shield exhibited a puncture that started roughly halfway down the interior of the shield and exited through the outside of the shield in the end 1/3 of the shield length. The cannula had a slight bend roughly halfway down the length of the cannula, however, showed no damage to the bevel point during examination. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5306824. Conclusion: although a visual inspection confirmed the reported defect, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that with sufficient force, the cannula can pass through the shield wall and would present a risk for needle stick injuries. Two separate checks for both needles through shield via a camera visualization, as well as the use of a point inspect machine (pim) for needles through shield are used on the production line. Additional root cause can be found from a reshielding by the end user.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: one loose, used sample was returned for evaluation. The returned syringe was examined and exhibited a hole in the shield and a bent cannula. The device was forwarded to the manufacturing site in (B)(4) for further evaluation. Conclusion: a conclusion is not yet available as the investigation is still in progress. UDI #: (B)(4)

Event description:
It was reported that a needle of a 1ml 29g x 1/2 in. Bd ultra-fine¿ insulin syringe was bent and had pierced its cap. This lead to a consumer suffering a needle stick injury before use. There was no report of medical intervention.